Event description:
A caller reported a malfunction on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.